Event description:
It was reported that (1) device was used during a staple hemorrhoidectomy. It was reported by the affiliate that the pph01 was used. Only partial staple firing occurred. The pt was sutured to complete the case. 3/2/2001 it was reported by the affiliate some of the staples formed and some did not. There were donuts and they were 3/4 complete. The device partially cut. The md took multiple shallow bites and there was tension as pulling mucosa into the gun. There was a slight audible tactile feedback but no crunch was heard. The anterior part of the staples after firing were stuck to the mucosa. The pt is well.